Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color even if it was withdrawn from the patient's body. Finally, manual compression was used. There was no reported patient injury. The exoseal vcd was used for blocking after aneurysm dense mesh stent implantation. There were no visible signs of device/package damage prior to use. The puncture femoral site was the femoral artery, with the vessel diameter verified to be greater than or equal to 5 mm. There was no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing. The deployment button was not fully depressed because the indicator window did not change color. The exoseal vcd and vascular sheath introducer were removed directly as a single unit from the patient. The indicator wire was still visible when the device was removed. The product has been discarded and cannot be returned.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color even when it was withdrawn from the patient's body. Manual compression was used for hemostasis. There was no reported patient injury. The exoseal vcd was used for blocking after aneurysm dense mesh stent implantation. There were no visible signs of device/package damage prior to use. The puncture femoral site was the femoral artery, with the vessel diameter verified to be greater than or equal to 5 mm. There was no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing. The deployment button was not fully depressed. The exoseal vcd and vascular sheath introducer were removed directly as a single unit from the patient. The indicator wire was still visible when the device was removed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385065 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event of ¿indicator window no change to indicator¿ cannot be evaluated. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.